Manufacturer narrative:
(B)(4). The investigation was completed on 10/30/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a male patient with coronary artery and mitral valve disease. There was no additional patient information at the time of this report. The customer does not have product to return for investigation. Time: actk: no baseline. 10:25, 257. 10:48, 312. 11:16, 312. 11:45, 329. 12:10, 334. 12:53, 324. 13:25, >1000. 13:50, 158 . Heparin times and doses are unknown at the time of this report. There are no injuries associated with this event. The investigation is underway.